Event description:
Note: this report pertains to two spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds and a spyglass ds controller were used during a procedure performed on august 23, 2021. During the procedure, after a few minutes when the controller was turned on, it showed 3 dots on the screen. At first, they thought it was the accessory but when they changed the accessory the same problem remains. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the front panel and top cover had nicks and scrapes. A functional evaluation noted that video was interrupted. This was caused by unknown contaminants on the catheter interface contacts. Contacts were replaced to restore video. Per the evaluation conducted by enercon technologies, the complaint was confirmed. A risk review confirms this is not a new or unanticipated event. As per report attached, the catheter interface contacts were contaminated causing the interruption of the video. It is likely that the reported event could have been caused by factors related to wear and tear, improper routine or preventative maintenance of the unit. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance.

Manufacturer narrative:
The upn and serial number reported by the complainant did not match in a system search that provides a unique identifier (UDI) #, manufacture date, and expiration date; therefore this information is unknown. Boston scientific has been unable to obtain additional information regarding these product details, despite good faith efforts. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to two spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds and a spyglass ds controller were used during a procedure performed on (B)(6) 2021. During the procedure, after a few minutes when the controller was turned on, it showed 3 dots on the screen. At first, they thought it was the accessory but when they changed the accessory the same problem remains. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.